Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation investigation confirmed the customer reported complaint to have occurred in the field via system logs. Using system logs, it was discovered that error 23069 occurred during testing. Usm was tested on an in-house system in normal mode where it passed all tests without failure. The usm was tested on a patient side cart (psc) fixture test platform (pftp) where it failed for cva characterization on the insertion. The insertion cva assembly will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple errors 23069 on arm 2 on axis 3 related to the reported complaint. An event verification confirmed the ventral hernia ipom procedure was performed on the reported event date on (B)(6) 2022 on system sk0434. This complaint is considered a reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the camera arm #2 was having multiple recoverable errors. Prior to calling to technical support, the customer reseated the drape and camera and the errors still persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple errors 23069 on arm 2 on axis 3. The tse recommended the customer to back drive axis 3 and hard power cycle the patient cart. The customer elected to not use arm 2 and put the camera into arm 3 to finish the procedure. The customer called back and stated that the system was still having the issues after the procedure. The customer had done hard restart and error returned. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.